Event description:
It was reported that the patient had not felt stimulation for 2-3 weeks. A power on reset (por) was displayed. The patient did not use stimulation all the time. The patient used it when it was cold, and lately because of the weather, the pain returned. The patient also had ¿jabbing¿ pain from the wires in his stomach. He thought it may be loose. The patient wanted to get the stimulator recharged. Basic programmer functions were reviewed. The patient initially was not able to communicate with the recharger or programmer, but then was able to charge with full coupling. The patient planned to charge the battery half way before turning on the stimulator. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).